Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient distrust the pump. He thinks that due to inaccurate pump delivery, he has hyperglycemia, 260 mg/dl no adverse event reported. A request was made for the return of the device, replacement sent.